Manufacturer narrative:
H6: evaluation codes. Visual findings observed indentations and scuff marks on the exterior housing. The led cover has been pushed down into the unit as it's loose or no longer attached on the upper enclosure. Evaluation found that the unit did not send a signal to activate the light at the nurse call test fixture when weight was removed from the sensor pad due to nurse call pin 3 broke off or no longer connected to ground. If the device should fail to send a signal to the nurse call station, it may not alert the caregiver of a patient exit and could contribute to a patient incident. Based on the age of the device, it is likely normal wear and tear that contributed to the defect. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Manufacturer reference file # (B)(4).

Event description:
Supplemental report needed for additional information.

Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer at this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer file reference # (B)(4). Product not returned at this time.

Event description:
Customer called to report an alarm that is having connection issues with the nurse call jack. No gtin number provided, troubleshooting guide saved. The date the issue was discovered is unknown and no patient incident or injury was reported.